Manufacturer narrative:
At the visit on site the field service engineer (fse) reviewed the log file. This issue can be caused when the customer is pressing the foot pedal hesitantly; (the position of the shutter does not match the expected position related to checks performed when pressing the pedal.) The root cause was identified to be the user pressing the foot pedal hesitantly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during lasik surgery, the system displayed the message:"invalid shutter state." Per the physician, after pressing 'ok,' they were able to resume and complete the surgery with no impact to the patient. No further information is expected.